Event description:
Customer called to report that the unicel dxh 800 coulter cellular analysis system was bubbling and dripping approximately 10 milliliters of liquid that was slightly bloody from the nucleated red blood cell (nrbc) mix chamber on the air mix and temperature control (amtc) module. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak. On the same day, the customer technical specialist (cts) assisted customer via telephone with troubleshooting the instrument, but the issue was not resolved. Customer stated that tube stopper material was removed from the nrbc mix chamber during the troubleshooting. Customer requested onsite service, which was then scheduled by the cts; however, customer canceled the requested service on the following day.

Manufacturer narrative:
Customer did not provide a reason for cancellation of the service request on (B)(4) 2011; however, it appears that customer performed additional troubleshooting that resolved the problem, which prompted customer to then cancel the service request. (B)(6) days later, on (B)(4) 2011, customer called back to report observing fluid on the sample tubes of the same dxh 800 instrument (B)(4). An additional medical device report was filed as medwatch #1061932-2011-02709. (B)(4).